Event description:
I have had sleep apnea for years. I now use an ultra mirage full face mask. My supplies are now being sent to me by (B)(4). They changed the design of the face mask headgear. Unlike the old headgear, the velcro fasteners are too thin with very little velcro on them. I used the same old headgear for years. I only ordered another head strap when the strap broke (unlike the new headgear, the old straps fasteners never failed). With the new straps, within months the velcro doesn't hold and the thin ends start rolling. I had numerous times the strap would pull apart and I would lose forced air pressure on the mask. Since I was seeing many air leak codes on my CPAP in the morning together with dizzy or faint spells on those days, I had to order these defective headgear within months. What added insult to injury, I was over my limit on the insurance. I had to pay the full price for these defective and dangerous head straps.